Manufacturer narrative:
Carefusion complaint #: (B)(4). (B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm. The customer reported that there was no patient involvement.

Manufacturer narrative:
Additional information received on august 20th, 2017 regarding additional information for the occurrence date and patient involvement. The vyaire medical failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the component. An evaluation of the component duplicated the reported issue and isolated the issue to a failed transducer.

Event description:
Additional information was received from the customer that stated the reported issue occurred on february 14th, 2017 and that it alarmed "xdcr fault" while in patient use. The ventilator was replaced and there was no patient harm or injury.